Event description:
Same event as MFR #: 2030404-2012-00025, 00254, 00255. It was reported after a left ventricular ablation procedure, a cardiac tamponade occurred. The physician approached the left ventricle by going retrograde through the aorta. Mapping and geometry was done in the left ventricle with a livewire ep catheter. Ablation was done in the left ventricle with a safire duo irrigated ablation catheter which had an occlusion error after the first ablation on the irrigation pump, which was checked by flushing the irrigation line but the alarm remained. That was then exchanged for a therapy cool flex ablation catheter which kinked and knotted, noted on fluoroscopy. After it was manipulated, the issue was resolved. A second safire duo catheter was then used, but also had an occlusion error displayed. The catheter was removed from the patient and flushed outside of the patient, but the pump alarmed again. The physician noted the catheter lost the full range of steerability. A new catheter was used and the procedure was completed. Approximately two hours post procedure, a cardiac tamponade was detected. A pericardiocentesis was done and no further treatment was necessary. Additional information was requested but was unavailable.

Manufacturer narrative:
(B)(4). We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. A DHR could not be done as the lot number was not provided. Based on the information provided to st. Jude medical, the cause for the reported event remains unknown. However, the most likely root cause classification consistent the reported event is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.